Event description:
It was reported that the device cannot return to zero, has excessive drift and can not read data. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Twenty five units were returned for investigation. Each unit had adhesive tape or sticker applied to the unit. Each unit was visually inspected under 10x magnification. One unit was found to have a hole in the diaphragm and a missing pin in the connector and was unable to be functionally tested. Twenty-one of the remaining quantity was found to be missing a plated insert from the connector or missing a pin in the connector. With the pin insert missing the mating connector pin is too small to make contact with the connector pins on the transducer so no connection or intermittent connection is possible. The last three units appeared to have no physical damage. During functional testing, all units failed. Of the units missing insert or pins, each unit failed corresponding to the insert or pin missing (either input or output). Unable to determine the amount of usage prior to the inserts being pulled out of the connector although each unit appears to have been used prior to issue detected based on the writing on the units. Of the three units not missing inserts/pins, one was a borderline failure on internal testing, one had a cracked sensor, and one had no issues noted and was unable to determine reason for failure but appears to be a sensor failure. All transducers are 100 percent functional prior to assembly release. Additional investigation consisted of reviewing complaint database for similar failure modes to product code and determined there was an additional investigation on multiple complaints from same customer with similar results of missing inserts or pins. Requested additional information from customer through product surveillance group for any information on use, cleaning, handling, etc. With no response to date. The supplier was contacted about the purchased connector and there does not appear to be a change on the assembly process or amount of force required to remove insert. With no large occurrence of failures from other supplied customers, suspect end user fault.